Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the patient¿s ins sometimes works and sometimes doesn¿t. It started about a week ago and confirmed no recent traumas and falls. The patient was seeing their healthcare provider (hcp) and are requesting to meet with a manufacturing representative (rep).